Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and to ensure that the initial concern is resolved - able to establish contact with customer who indicated that is feeling better-no symptoms at this time. Customer visit her doctor's and was treated in the for high blood glucose. Customer was seen by her doctor and states her glucose was high. She does not recall the result, but was given medication to bring the glucose down. Customer does not allege a defect on the products.

Event description:
Consumer reported complaint for e-0 error accompanied by symptoms. The customer did report symptoms of feeling tired. The expected fasting blood glucose test result range is undisclosed. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Customer stated she will go to the hospital because she thinks her sugar is running high. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 01/27/2018 (expired) and open vial date is undisclosed. Consumer was using expired test strips. The meter memory was not reviewed for previous test result history.